Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is suspected of behaving in a manner consistent with a premature battery depletion (pbd). The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.